Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to cut in the bending section cover. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Event description:
It was reported the flex video scope exhibited the sheathing is defective approx. 10 cm before the distal end. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.